Manufacturer narrative:
Additional data: a5, b5.

Event description:
Healthcare professional (hcp) reported injecting a patient in the right upper mid-face area with 0.6 ml of skinvive¿ by juvéderm® for dark circles and restylane volyme (non-abbvie device) 0.5 ml in cheek. 3 weeks later, patient was injected with redensity 2 (non-abbvie device), 0.4 ml for dark circle. 4 months later, patient experienced swelling on the side of the right dark circles, which partially responded to the antihistamines. 3 days later, patient was treated with 100 units of hyaluronidase under the right eye and 20 units under the left eye. Start of prednisone at 50 mg with an 8-day withdrawal. A week later, complete resolution of swelling. Another dose of 75 units of hyaluronidase is injected under the right eye. A week later, patient reported a recurrence of the swelling, and it is worse. Next day, 100 units of hyaluronidase are injected under ultrasound guidance. Beginning of doxycycline 100 mg bid. Next day, swelling increase so patient was treated with 350 units of hyaluronidase in a diffuse manner. Antibiotic changed to clavulin. 6 days later, septra added. 3 days later, prednisone at 20 mg with longer weaning. Next day, antibiotics changed (clavulin and septra discontinued, resumption of doxycycline). Beginning of rupatadine. Improvement is seen with prednisone. Patient noted to have a delay hypersensitivity to hyaluronidase. 5 months later, patient developed swelling in the toes, ankles, fingers and joints. Patient wakes up with morning stiffness. Swelling on the face went down only some redness (2 on 10) remains. Symptom is ongoing. Regulatory agency received the following report from a healthcare professional that a patient developed delayed onset inflammatory reaction with symptoms of localized edema and erythema. Unresponsive to antibiotics. Initial improvement was observed with antihistamines and prednisone. However, symptoms recurred following taper. Methotrexate was used as presentation is consistent with an immune-mediated response.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: a2, a3, a4, a5, a6, b3, b5, b6, b7, section c, d4, d6a, e1, h4, h6, h8.

Event description:
Healthcare professional (hcp) additionally reported injecting a patient in the right upper mid-face area with 0.3mll of juvéderm® volite¿ and in the medial cheeks with 0.25ml of restylane volyme. Approximately three weeks later the patient was injected in the tear troughs with ¿redensity 2.¿ about five months from the initial injections, the patient experienced ¿swelling and erythema¿ in the ¿lt periorbital/ midface.¿ initially the events were mild then worsen. Two weeks prior the symptoms starting the patient started taking antihistamines. Three days post symptom onset, the patient was treated with ¿prednisone & hyaluronidase.¿ two weeks later the patient was treated with ¿antibiotics x 2 mo po.¿ three weeks later, the patient had blood work done for ¿autoimmune and inflammatory¿. The results were ¿normal and negative for autoimmune.¿ approximately two months later, the patient was treated with ¿methotrexate and so far it appears to be helping.¿ symptoms are ongoing.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported injecting a patient in the right upper mid-face area with 0.3mll of skinvive¿ by juvéderm®. The patient experienced ¿redness and inflamed skin.¿ the patient was treated with ¿multiple courses of antibiotics, prednisone, and dissolved with hyaluronidase, but symptoms reappearing weeks/months post treatment.¿ symptoms are ongoing.